Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched. On visual inspection, it was noted that the outer insulation was breached/cut and the inner insulation was kinked/buckled and pulled apart.

Event description:
It was reported during the implant procedure that the lead was not used due to no capture and low impedances. The lead was not implanted. No patient complications have been reported as a result of this event ((B) (6) 2010 stl).